Event description:
Caller alleged discrepant results compared with another device, coaguchek. Results as follows: date: (B)(6) 2011, inratio2: 3.9, coaguchek: 2.9. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.